Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown, as information was requested but not provided. Section d4: serial#: unknown/ not provided. Section d4: catalog#: a complete number is unknown, as product serial number was not provided. Section d4: expiration date: unknown, as product serial number was not provided. Section d4: UDI #: unknown, as product serial number was not provided. Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: n/a - lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had previously undergone cataract surgery and endothelial corneal transplantation was found to have an opacified intraocular lens (iol) between two and three years after their procedure. The issue was identified during post-operative examination. The duration of symptoms and additional patient details are unknown. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The image showed a round shape iol with central whitish/grayish discoloration. In addition, multiple brownish dots/microdeposits were observed over the iol surface. Per the observed issue, it is expected that the patient's vision could be impacted in the event the lens remains implanted; however, the definitive clinical impact, the nature of the observed, and its potential root cause could not be determined from a picture assessment. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation, a product quality deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.